Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation issues were encountered. The lesion being treated was located in the non tortuous, 90-95% stenosed proximal right coronary artery (rca). The lesion was pre-dilated with a maverick 3.0 x 12 mm balloon to 8 atm for 20 seconds . The physician placed a taxus express2 3.5 x 16 mm drug eluting stent and deployed at 9 atms for 40 seconds on the first attempt. After the stent deployed, the physician pulled negative and the balloon would not deflate. The physician then dialed back up to 9 atms and tried to dial down. This attempt was not successful. The physician decided to deep seat the guide catheter and pulled the balloon back into the guide catheter. The balloon was removed while still inflated. The pt had st elevations and hypotension while the balloon remained inflated. The pt is reported as doing fine. The procedure was successfully completed.